Event description:
As the surgeon was hitting the mallet against the femoral impactor, the black plastic component at the opposite end broke off into the patient's wound. The integrity of the impactor was compromised and broke under the pressure of the mallet strikes.====================== manufacturer response for femoral impactor, legion primary (per site reporter)======================the local sales representative has been made aware.